Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture received on march 14, 2024, with lot number 3529584. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side capsular contracture baker grade ii/iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side capsular contracture baker grade ii/iii. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11apr2024.

Event description:
Healthcare professional reported a left side capsular contracture baker grade ii/iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade ii/iii.